Manufacturer narrative:
The lead was surgically abandoned. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this left ventricular (lv) lead was pulled back into the coronary sinus (cs). Additional information indicated that the lv lead did not capture anymore. The physician placed two leads to pace the lv. The lead was surgically abandoned. No additional adverse patient effects were reported.